Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement spinous process short clamp shipped to site 04/03/2017. Medtronic investigation of returned suspect spinous process short clamp finds that, as reported, the retainer ring on the tip of the adjustment screw had been pulled off and is missing. The ring is pulled off when the screw is turned farther than the design will allow while removing the clamp. The clamp is in otherwise good condition. Physical damage - pieces missing. - hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the site had a damaged spinous process clamp. The washer came off when trying to remove the clamp. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. There was no impact on patient outcome.